Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr=0.9 (day 1), second test inr=5.9 (day 2).

Manufacturer narrative:
Inratio precision data provided by end-user lot 060300: first test inr = 0.9(day 1), second test inr = 5.9 (day 2), mean = 3.4; sd = 3.5, %cv = 103%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. The time interval between tests was greater than 3 hrs. The comparison was considered invalid. In-house retain strips 060300 were tested for precision. The acceptance criteria is as follows: if the %cv is less than or equal to 16%, then it meets the criteria for precision. If both samples pass for each lot, then no further action is required. If 1 lot fails, then add'l testing will be performed with 2 more normal donors. If both samples fail on any lot or if any lot fails add'l testing, then a review of trending data will be performed and a course of action taken. Result of retained strips test (lot 060300) performed on 11/3/06. Based on the test results, retained strips lot 060300 meets the criteria for strip precision.